Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
The patient was treated with a axsos phl plate on (B)(6) 2018. The patient complained of pain during her follow-up visit on (B)(6) 2018. Screws of the plate had emigrated. The patient had to be operated again.